Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: when it was inserted and deployed into the cavity a doctor found the bag had been torn. Operating time not extended. New one was opened to complete the case with no problem. No patient harm.

Manufacturer narrative:
(B)(4)